Event description:
According to user information. After setting the rod, the set screws on the tulip heads were finally tightened with the torque and counter holder in accordance with the manufacturer's instructions. The torquedriver did not trigger accoustically and haptically as usual. Although the construct made a stable impression intraoperatively, a dislocation was detected during the post-op CT check-up. A dislocation of the fixation screw on the tulip heads resulted in a limited fixation of the rod. During the subsequent revision surgery, it was found that the outer edge of the tulip heads of some of the screws had partially sheared off. To be on the safe side, the entire construct was removed and the patient was treated again.